Event description:
It was reported that while the biomedical engineer was doing a routine function check of the epg (external pulse generator), he found the atrial sensitivity was not measureable below 2mv (millivolts). The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. The device passed all testing. It was found that the battery contacts were compressed, and the upper and lower cases and both bail covers were broken.